Event description:
During a meniscal repair the suture knot would not slide and as a result 72 pulled out. The surgeon converted to an inside out repair to complete the procedure. A delay of fifteen mins resulted as the pt had to be opened up to complete the repair. Sales rep. Comfirmed that the surgeon removed both ts and suture from the meniscus. It was also stated that the surgeon is a high volume user of fast-fix. No pt injury or complications resulted.